Event description:
It was reported after prepping the iab per instruction the md began inserting the iab through the sheath when it became stuck. The md tried to remove the iab from the sheath and could not. As a result, the sheath with iab was removed as one unit. The md replaced the iab with another brand iab. There were no reported patient complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.